Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use and has multiple fractures on the medial side of the post. Four pieces were returned. Not all pieces were returned; anterior fragment and potentially other fragments were not found. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that a persona tibial articular surface provisional fractured during surgery. No pieces were left in the patient. Attempts have been made and additional information on the reported event is unavailable.